Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) unit is not required to be reviewed per sop (B)(4) since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) evaluated the intra-aortic balloon pump (iabp) and was able to reproduce the reported issue. To resolve the issue, the fse replaced the pneumatic module assembly and then completed the scheduled pm. The iabp passed all calibration, functional and safety test performed and was then returned to the customer and cleared for clinical use. (B)(6).

Event description:
It was reported during a preventative maintenance (pm) performed by a getinge representative that the cardiosave intra-aortic balloon pump (iabp) had a autofill failure. There was no patient involvement, and there was no adverse event reported.